Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. The device had a minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The unit had moisture damage on the electronic and motor assemblies.

Event description:
Customer reported a button error on her insulin pump. She stated she removed the device and went in the water. Afterwards she reconnected and when she gave a bolus, the buttons were unresponsive. The device got wet in customer's clothing. The numbers are scrolling up on their own. Customer's blood glucose is 158 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed, no conclusion can be drawn at this time.